Manufacturer narrative:
This report is submitted on may 28, 2019.

Event description:
Per the clinic, the patient experienced labyrinthitis and dizziness and subsequently was administered steroids (type and date not reported).